Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 2.75x16mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the distal section of the stent were lifted and pulled proximally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified left circumflex vessel. A 2.75x16mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the tip of the stent struct was lifted up after several attempts. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and severely calcified left circumflex artery. A 2.75x16mm promus element plus drug-eluting stent was advanced for treatment. However, after several attempts, it was noted that the tip of the stent struct was lifted. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.